Event description:
The customer reported that they received visual, but no audio alarm for an spo2 desaturation event. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that they received visual, but no audio alarm for an spo2 desaturation event. No pt harm was reported. The user reported having received appropriate technical inop when alarming was not functional. The user reports at the time of notification to philips that the cited monitor is functional and producing spo2 alarms appropriately. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.